Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg displayed the elective replacement indicator (eri) message. It is unknown if the message displayed prematurely or not. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Corrected data: ipg depleted normally, therefore this issue is no longer reportable.

Event description:
Additional information received stated that the patient's ipg exhibited normal depletion and the ipg provided adequate stimulation.